Event description:
After a bone marrow aspiration procedure, needle separated from hub during removal lodging in patient's hip. Needle surgically removed at bedside and incision closed with (3) sutures. Follow-up included review of record by adn, report to u/r for medical care review, report to manufacturer by materials management and notification of director of safety for report to safety committee. User evaluation of device conducted: procedure appropriate, possiblinherent structural defect in device.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: sterilization. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.